Manufacturer narrative:
The customer declined the option to have their glidescope spectrum smart cable returned to verathon for evaluation. Since the glidescope spectrum smart cable was not returned to verathon for evaluation, the cause could not be determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the smart cable was causing the image to go in and out. The procedure was completed using an unspecified model backup device which was made available in an unspecified amount of time. No delay in the procedure or harm to the patient or user was reported.